Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00014, 0001032347-2020-00015, 0001032347-2020-00017, 0001032347-2020-00018. Medical products: tmj system right narrow mandibular component, part# 01-6550, lot# 541410c, tmj system right fossa component, small, part# 24-6562, lot# 561150a, 2.4mm system high torque (ht) cross-drive screw, part# 91-2710, lot# unk, traumaone system 2.0x7mm self-drilling imf screw, part# 91-5607, lot# unk, tmj system cross drive fossa screw, part# 99-6577, lot# unk. Occupation: patient.

Event description:
It was reported the patient may undergo a revision of temporomandibular joint implants on the right side at a later unspecified date due to an unknown reason. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
This follow-up report is being submitted to relay additional information. The patient reported pain, sensitivity, limited range of motion and device squeaking. The patient reported that imaging reveals some degree of separation with the implant and that different surgeons have recommended replacement of the temporomandibular joint prostheses with either a custom implant or a bone graft. No revision is planned at this time. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is non-verifiable. The patient relocated and is looking for a new surgeon and the device remains implanted. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The screws involved in this case were not reviewed for non-conformance due to the lot numbers being unknown. There are no indications of manufacturing defects. The most likely underlying cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.